Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. 14fr, introducer sheath (is) was inserted; upon insertion, non-abbott wire became kinked. Ds was difficult to advance then the valve capsule was observed to have bent in a s-shape. Is was removed and exchanged to an 18 fr, non-abbott is and the procedure was attempted to continue; however, fluoroscopy confirmed the s-shaped capsule demonstrated loss of left¿right symmetry of the loaded valve so it was removed from the patient's anatomy to ensure patient's safety. After removal, lower extremity angiography revealed perforation of the proximal common femoral artery (cfa). Hemostasis was achieved using balloon tamponade and manual compression, which required approximately one hour. A new 25mm, navitor vision valve was selected for implant using a large flexnav ds. The valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.